Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation determined that the reported difficulties and subsequent treatment were related to circumstances of the procedure. Based on the reported information, it appears that the suture came loose due to handling while attempting to close the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a mildly calcified vessel was attempted with proglide devices using the pre-close technique prior to an interventional procedure. Reportedly, the sutures of the first device were successfully pre-placed. The second device showed no suture present when the plunger was removed. A third device was deployed successfully. At the end of the procedure, the user went to close the vessel with the sutures of the first successfully pre-placed device and while handling it, the suture came loose. A fourth device had to be pre-placed. Hemostasis was achieved with the pre-placed sutures of the third and fourth device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.